Event description:
The bottom screws backed out and the locking mechanism was pushed out and snapped on the anterior cervical plate. The original surgery was approximately 2 years ago and the patient called the doctor complaining of neck pain. Revision surgery occurred.

Manufacturer narrative:
Method: x-ray image review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed via received x-ray image. Device was not returned, therefore, an evaluation could not be performed. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the root cause of the reported event was determined to be backing out of bottom screws of the plate which resulted due to continuous load on the device for 2 years.

Event description:
The bottom screws backed out and the locking mechanism was pushed out and snapped on the anterior cervical plate. The original surgery was approximately 2 years ago and the patient called the doctor complaining of neck pain. Revision surgery occurred.